Manufacturer narrative:
Device has yet to be returned foe evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleged visualization of particles in device related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was scrapped.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleged visualization of particles in device related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer received new and relevant information on 02/15/2024. The device was returned to the service center for evaluation. During the evaluation of the device, there was no evidence of foam particles found in the assembly. Section g3 has been updated. In addition, appropriate code updated/corrected.